Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Event description:
Healthcare professional reported, left side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, wear abrasion, creases fold, yellow particles inner device and opening curved on radius. A leak test and microscopic analysis was performed, which identified an sharp crease opening on the radius. And a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp crease opening on radius, assessed as fold flaw opening.